Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The insulin pump was received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the spring in the battery compartment was abnormal. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.